Manufacturer narrative:
The burr, 5.5mm abrader,180mml disposable was returned for evaluation of the reported complaint modes, ¿dull¿ and ¿shedding.¿ the device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blades rotated freely within the outer blades, no friction was felt in the unloaded condition. The blade was dull. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a hip arthroscopy, it was reported that the device would not cut and was dull, it started to shed metal shavings. There was no procedural delay reported and no patient injuries or complications noted. A back-up device was available.